Event description:
Information was received that defibrillation threshold (dft) tests were performed and were normal. No further intervention was required. No adverse patient effects.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be update should further information become available or if a save to disc is received and evaluated.

Event description:
Boston scientific received information that the right ventricular (rv) lead had displayed out of range shocking impedances with measurements greater than 125 ohms. During this time it was reported the patient had experienced supraventricular tachycardia (svt) which resulted in the device delivering inappropriate anti-tachycardia pacing (atp). The clinician performed a template update to resolve this issue. No immediate information was available regarding the out of range impedance measurements. A request for additional information has been sent. There were no adverse patient effects reported.

Event description:
Additional information was received that the patient was brought in for lead check. Shock impedance of 120-125 ohms with occasional >125 were observed. Looking across the daily measurement graph, an average of 110-120 ohms were noted. A boston scientific technical services (ts) discussed patient is not followed by remote monitoring so if true values are needed a save to disc can be performed and send it in for evaluation. The patient will be brought back in a couple of weeks and a defibrillation threshold (dft) test will be performed at that time. Boston scientific technical services (ts) recommend that only a test command shock of 1.1 joul (j) was needed to obtain measurements, however the physician wants to insure sensing and detection are in specifications.